Event description:
It was reported from an ER nurse that a patient was in the ER for continuous seizures and the patient was needing an MRI because of the seizures. The nurse requested the associated MRI precautions. The nurse was told the precautions related to the patient having a brain MRI. It is unclear if the increase in seizures is related to vns therapy. No additional information has been received to date.